Manufacturer narrative:
(B)(4). Firing trigger teeth the analysis results found that the ets45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a single sight colon procedure the surgeon was removing the device from the patient and the device ripped in half. None of the pieces of the device fell into the patient. The case completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the device was fired, after firing, the surgeon was not able to open the device. A lot of force was needed and fortunately the stapler opened. There were no adverse consequences for the patient.